Event description:
It was reported that there was a malfunction resulting in allegation of excessive carbon dioxide (co2) greater than 5% during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ezchange valve assembly was recommended for replacement to resolve the issue. Block a: no patient information provided to date after attempts 10/07/25 and 10/13/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.